Event description:
It was reported that the surgeon experience unresponsiveness with the fenestrated bipolar forceps instrument during a da vinci surgical procedure. The instrument was removed and it was noted that the instrument cable was broken. A backup instrument was used and the case was completed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument will not be returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.